Event description:
It was reported that a pneumothorax occurred during non-invasive ventilation. Final patient outcome was no harm. The manufacturer's reference #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device serial number is unknown.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A neonate born at 34 weeks via cesarean (birth weight 2.400 kg, apgar (B)(6) 2028) developed a pneumomediastinum at 32 hours and a right pneumothorax at 46 hours of life. Initial treatment included CPAP at 7 cm h2o, vppi for 2 minutes, then CPAP for 2 hours (peep max 7), followed by bipap 12/6 cm h2o for 48 hours. The patient was transferred. No device malfunction was identified. Ventilation parameters were reportedly within standard safe ranges. One set of ventilator log was received but as there was no event date stated, we are not able to connect the ventilator log to the described event. The ventilator log however does not include any technical error codes which indicates that there was no ventilator malfunction. The incident may be attributed to a combination of clinical and mechanical factors, including patient-specific lung fragility, interface leak, and patient-ventilator asynchrony. Automated leak compensation and flow delivery under CPAP may have inadvertently elevated airway pressure in response to interface leakage.